Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this product. Root cause: insufficient info. Source: online consumer review.

Event description:
Reported one false negative sars result. The consumer communicated the result was confirmed by alternate testing method (method unknown).